Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. However, in addition to the foreign object found inside the nozzle, other evaluation findings are as follows: the bending angle in the up direction and the play of the upward/downward knob were not within the standard values due to wear of the angle wire; the adhesive on the bending section cover was chipped; the suction cylinder and the forceps channel port were shaved; the suction volume did not meet the standard value because the suction cylinder was shaved; the bending tube was deformed; the connecting tube had a dent; the upward/downward knob was corroded; the plug unit and the control unit were discolored; and there were scratches on the connecting tube, the protector of the universal cord on the suction connector side, the scope connector cover, the forceps elevator lever, the forceps elevator knob, the upward/downward knob, the right/left knob, the plug unit, the switch box, the scope cover, the suction connector, the universal cord, the grip, the control unit, and switch#2. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unclear if the customer has any idea about the nature of the foreign material. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air, but it is unknown if they wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. However, the customer flushed the air/water nozzle channel with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material remaining in the nozzle could not be specified based on the obtained information since it was unknown whether reprocessing was practiced in accordance with the IFU. The subject event can be detected and prevented by implementation in accordance with the below IFU: instructions, operation manual for gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the gastrointestinal videoscope had poor air/water supply during reprocessing for an unspecified diagnostic procedure. The procedure was completed with no delay using the reported device. There was no report of patient harm. The device was returned, evaluated, and there was a foreign object inside the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.